Event description:
It was reported that the battery of this device showed eight and a half years remaining in april 2023, seven and a half years remaining fall 2023 and most recently in may 2023 five years remaining. Possible premature battery depleted was suspected. Additional information and review of the device data by technical services (ts) confirmed that the device as depleting normally based on the pacing needs and settings. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to update the describe event or problem field.

Event description:
It was reported that the battery of this device showed eight and a half years remaining in (B)(6) 2023, seven and a half years remaining fall 2023 and most recently in (B)(6) 2023 five years remaining. Possible premature battery depleted was suspected. No adverse patient effects were reported. The device remains implanted.